Manufacturer narrative:
The subject device was received and evaluated. Inspection, evaluation found leaks between control knobs. The customer reported "leak" issue was confirmed. Further more, light guide cover glue peeling and crack ¿a-rubber ¿glue (bending section) were observed. A minor dents on pink rubber were noted. Three broken elements were observed on the um (ultrasound image) unit . The air/water supply found water flow not covering at 70% was observed. The light tube was observed with buckles and scratches. The control body s-cover was found missing. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, leak was observed on the device. The issue found during preparation for use. There was no patient involvement on this reported event. No user injury reported. Device evaluation found light guide cover glue peeling and crack ¿a-rubber ¿glue (bending section).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, there were many damages on the tip, so it is likely that external force was applied to the tip. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): " do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response and updates.

Event description:
Updates on the reported event/problem: the device failed leak test due to hole somewhere in the scope. Another scope was pulled for the procedure, no patient harm or injury, and procedure was completed. No other information provided.